Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head showed dark image and didn't seem to adjust to light and dark. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on its cable causing the leak test to fail. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device had dark image due to a faulty charged coupled device (ccd). The most probable cause of the complaint is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head showed dark image and didn't seem to adjust to light and dark. There were no reports of patient harm.